Event description:
Fluid removal rate and actual pt fluid from crrt (continuous renal replacement therapy) did not match up. At 8pm received a negative 85 fluid on actual pt fluid removed, which again did not match with removal rate. There was a concern with pt safety. Returned blood. Re-calibrated crrt machine. Re-primed and started over again.